Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the scalp incisions of the leads. The scalp incisions opened up due to the infection requiring the entire dbs system to be explanted. The patient underwent a revision procedure where the leads, burr hole covers, lead extensions, and the implantable pulse generator (ipg) were removed. The patient was administered a two-month course of antibiotics. The patient was doing well post operatively. The explanted devices were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial:(B)(6). Batch: 7115995. Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 599246. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(6). Batch: 33079346. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial:(B)(6). Batch: 33133765. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7126640. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7126958.

Manufacturer narrative:
Correction to field h6 patient codes - removed the erosion code as it was entered in error.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the scalp incisions of the leads. The scalp incisions opened up due to the infection requiring the entire dbs system to be explanted. The patient underwent a revision procedure where the leads, burr hole covers, lead extensions, and the implantable pulse generator (ipg) were removed. The patient was administered a two-month course of antibiotics. The patient was doing well post operatively. The explanted devices were retained by the facility and were not returned to bsc.